Manufacturer narrative:
Concomitant medical products: 1488t lead, implanted (B)(6) 2005. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Unexpected drops in battery voltage were observed.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting prematurely. Device settings were adjusted to lessen the current drain and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.